Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy due to an inoperable ipg. Surgery may occur to address this issue.

Event description:
Additional information was received confirming the patients ipg was explanted and replaced on (B)(6) 2021. Therapy confirmed post-op.

Manufacturer narrative:
The event of no ipg communication was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.